Event description:
The neuro ICU and stepdown units in which device "disconnects...won't lock onto IV catheter." Device used on peripheral ivs only and no pt injuries reported. No specific brand or size of catheter noted.